Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed, and no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient reports that after experiencing a foreign body in the right (od) eye while using contact lenses, the patient experienced eye pain and sought medical treatment. The patient was diagnosed with conjunctival hyperemia, rough corneal epithelium, and superficial keratoconjunctivitis and treated with polyvinyl alcohol eye drops, recombinant bovine basic fibrolast growth eye factor, gatifloxacin eye gel, xinhuang tablet, and recombinant human epidermal growth factor eye drops. Good faith efforts have been made to obtain further information without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.